Event description:
Reported by the complainant as follows... The pt was admitted for abdominoplasty. Post op dressing used was opsite post op. Pt was seen in out patients 10 days post op, and a small gaping area was noticed. She was then seen by the surgeon who excised the area slightly and packed it with a betadine soaked wick. One week later, she was seen in the opd where the dressing regime was changed to aquacel ag ribbon with strengthening fibre. Wound measured approx 5 cm in depth and 2 cm diameter on the surface of the skin. Approx half of the dressing was inserted and a tail was left hanging out for easy retrieval. Dressing was then changed 3x weekly with no wound progression. Swab was sent but results showed no growth. Exudate levels steadily increased throughout this time. Pt was on antibiotics initially post op but there were no further courses of antibiotics as there was no evidence of infection. The wound continued to be packed with aquacel ag. The last documented insertion of the dressing was approx 34 days post-op. It was then decided to apply a wound management bag in order to monitor fluid output from the wound. The pt was then seen by the surgeon at about 5 days later. X-ray performed which showed "no abnormalities detected". Pt remained in general good health. She was apyrexial and had no clinical signs of infection. Subsequent wound swabs were sent which again showed no significant growth. The only issue following surgery was failure of the wound to progress. After consultation it was decided to take the pt to theatre for exploration of the wound under anesthetic. A gelled length of aquacel ag ribbon was found and removed. The nurse feels it may all have gelled and slipped inside the wound due to excessive exudate levels and is certain that the product didn't break apart.